Event description:
A report was received that stated during an injection via a deltoid needle the needle became detached from the syringe and remained in the pt. The nurse removed the detached needle from the pt via a gloved hand. No needlestick took place. There was no pt or clinician injury.

Manufacturer narrative:
The suspect device was returned and evaluated. Investigation determined that the returned sample met mfg and dimensional requirements for this product. The device passed functional testing.